Event description:
It was reported that the patient left ventricular {lv) threshold had increased along with some oversensing of atrial fibrillation/atrial flutter waves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).